Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update to the DHR summary was completed and review of these routers did not reveal any issues that may have contributed to the complaint event. The device was not returned for evaluation as the valve is still implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.   Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, immune status, and other co-morbidities etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The exact cause of the calcification could not be confirmed, but may have been related to patient factors (pre-existing valvular disease process). The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), three years and four months post placement of the 29mm sapien 3 (s3) valve, the placement of a second 29mm sapien 3 was required due to severe aortic stenosis. The cusps of the valve had moderate calcifications. The valve in valve was performed with good result. Post initial s3 placement procedure, the ava measured 1.6 cm2, the mean gradient was 5mmhg, the peak gradient was 12mmhg, and the peak velocity measured 1.75 m/s. Per tee performed three years and four months post initial tavr, the 29mm s3 valve was severely stenosed with near fusion of 2 of the leaflets with just motion of 1 leaflet, trace al. 2d echo showed severe stenosis of the transcatheter prosthetic valve with ava 0.8cm2, pg 98mmhg, mg 60mmhg, vmax 495cm/s. The second valve was placed 80:20 aortic/ventricular, with no aortic insufficiency or paravalvular leak and good function. The mean gradient was less than 10 mmhg post procedure by tte.